Manufacturer narrative:
One opened and used enlite sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having issues with the sensor. Customer reported having calibration errors. Troubleshooting was done for calibration errors. Customer states alarm did not occur shortly after performing a "find lost sensor" or initiation. Customer states sensor and blood glucose readings are off by 100 points or more. Carelink data suggest that customer is not adhering to calibration recommendations. Sensor was removed and determined the sensor was bent. Blood glucose level was 150 mg/dl. No further information reported.